Event description:
New information received on 05/26/2016 states that the device was explanted on (B)(6) 2016 and replaced with new device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic presented for device check in backup vvi mode. The patient received an alert, further troubleshooting could not be performed. No intervention had been reported.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.